Manufacturer narrative:
It is anticipated that the device will be returning for analysis. At this time, no product has been received. Should boston scientific receive the device, an investigation will be performed and this report will be updated.

Event description:
It was reported that during ongoing use, there were fluctuations with the device's battery longevity. The remaining battery longevity previously showed 1 year remaining with the magnet rate at 90. Within approximately 6 months, the battery decreased to show less than 0.5 years remaining. At the end of device interrogation, the battery increased to show 2 years, and the gas gauge was up to 30%.(magnet rate at 90). It was also indicated that the threshold values were normal. A technical services (ts) consultant discussed that there was likely a minor parameter change during the device interrogation, causing the programmer to reflect a better device longevity. It was explained that the device manages longevity as it relates to current bins. The device could be operating on the edge of a current bin, but then hops to another bin, causing the change in longevity. Ts informed the rep that they should take a conservative approach, and use the 0.5 years remaining, which is coming from the device and not the programmer. It was recommended to also consider programming a fixed rv output, rather than auto output, which potentially could eliminate bin hopping if threshold output was the reason for the longevity change. It is possible that after programming changes, the device could immediately trip to eri (elective replacement indicator) and start the 90 day changeout window to eol (end of life). Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report will be updated should additional information be provided.

Event description:
It was reported during ongoing use, there were fluctuations with the device's battery longevity. As of september 2019, the remaining battery longevity was reading approximately 1 year. In march 2020, the device was showing 0.5 years remaining. At the end of interrogation, the device's battery jumped to showing 2 years, and the gas gauge was up to 30%. It was also indicated that the threshold values were normal. Technical services reviewed disk analysis and said that there was likely a minor parameter change during the device interrogation, causing the programmer to reflect a better device longevity. It was explained that the device manages longevity as it relates to current bins. The device could be operating on the edge of a current bin, but then hops to another bin, causing the change in longevity. Ts informed the rep that they should take a conservative approach, and use the 0.5 years remaining, which is coming from the device and not the programmer. It was recommended to also consider programming a fixed rv output, rather than auto output, which potentially could eliminate bin hopping if threshold output was the reason for the longevity change. It is possible that after programming changes, the device could immediately trip to eri (elective replacement indicator) and start the 90 day changeout window to eol (end of life), therefore this should be considered as well. No further information has been provided at this time.